Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Previous investigations found design is attributed to the handles cracking; (B)(4) was implemented on january 3, 2008 to change the material from radel to aluminum. (B)(4) was implemented on march 12, 2013 that further changed the material from aluminum to overmoulded silicon. It is unknown when the complaint sample was manufactured without evaluation of the product or the lot number. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Whilst implanting the pinnacle cup the pinnacle cup impactor handle cracked.